Event description:
Initial reporter indicated that they "had 11 seizures in the last 3 days so thinks his battery is dead." Follow up with the patient's treating physician believed the cause for the patient's increased seizures was the patient's generator nearing end of battery life. The patient's vns settings and medications were increased. Diagnostics performed in the office showed the generator was able to deliver the programmed settings and all within normal limits. Elective replacement indicator no. The patient's reported increase in seizures were above their pre vns seizure rate. The physician will check the vns monthly. Patient will be referred for a psychological exam.